Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy with meniscus repair, a total of 3 fast-fix were used. The faulty fast-fix was the 1st pack . The fast-fix t1 anchor was deployed follow by t2 anchor. However, the t2 anchor failed to be deployed into the meniscus after pushing the grey pusher. The t2 anchor remained jammed in the needle shaft after 2 tries. The doctor had no choice but to cut away the suture with a pair of arthroscopy scissor. The t1 anchor was left in the meniscus. The surgeon went on to use another 2 packs of the same product to complete the repair. The procedure was completed without significant delay. No other complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A visual inspection found the device was returned in the paper carrier with the suture and t2 implant taped to the outside of the paper carrier. The t2 implant was missing a section of the implant. The missing t2 anchor piece was visible behind the actuator in the needle. The actuator was in the pre t2/post t1 deployment position. A functional evaluation found the device cycled as intended. The piece of t2 fell out from the needle and was then taped to the paper carrier with the rest of the suture and t2. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include contact with another source or unintended excessive force applied while the t2 implant was blocked in the needle. No containment or corrective actions are recommended at this time.